Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had been powered on, but no video was seen on the all-in-one, and all the lights on the drawers were blinking. A field service engineer (fse) proceeded to power the station off and disconnect the main drawer 6. The fse then powered the station on, and it powered on without issue. Afterwards, the fse started replacing both the pyxibus module control board and the individual drawer control board issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device power down and was offline. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.